Manufacturer narrative:
Only the stent implant was returned for analysis. The reported stent dislodgement was able to be confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. Additionally, it was noted that the stent was bent, stretched and had mangled struts a review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the moderately calcified and 80% stenosed anatomy resulting in the reported failure to advance. Interaction and/or manipulation of the device resulted in the noted multiple bent, stretched and mangled struts throughout the entire length of the stent implant and ultimately resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, 80% stenosed, de novo right coronary artery (rca). A 2.25x15mm xience alpine drug eluting stent (des) was advanced but failed to cross the lesion. Another unspecified issue may have occurred such as a separation, a break of the catheter, and or dislodgment of the stent over the balloon, however; it was not specified what the issue was. Another xience alpine was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. (B)(6) 2021: the returned device analysis identified that the stent implant was returned, dislodged from the balloon.